Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial # unknown) sigpshell, sig power sigpshell control shell, (lot # unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colon resection procedure (colectomy), when firing is attempted with the colon clamped in the jaws, firing did not progress at all as the clamp cover did not advance, and it articulated in an unintended direction. A new device was used to resolve the issue. There was no patient injury.